Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to be for persistent, recurrent lower extremity deep vein thrombosis (dvt) in the setting of anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately seven years and ten months after the filter implantation, the patient became aware that the filter had tilted. The patient reported having developed blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement on an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to tilting and occlusion. Per the implant records, the filter was indicated for recurrent lower extremity deep venous thrombosis (dvt) post-anticoagulation. The patient was prepped and draped in the usual sterile fashion and the right common femoral vein was accessed with assistance of a micro punctured kit using seldinger technique. Venography was performed and the bilateral renal veins was selected; the filter was successfully deployed below the bilateral renal veins. An inferior vena cava (ivc) venography was performed ensuring adequate filter positioning. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the inferior vena cava (ivc), and further experienced anxiety related to the filter, becoming aware of these events approximately seven years and ten months after the filter implantation.